Event description:
It was reported that the insulin pump had unresponsive keypad and insulin was squirting out but the device was not alarming any errors. The drive support cap was recessed. The customer's blood glucose was 92 mg/dl. The customer stated that the insulin pump has been in the drawer since 2009. The customer also stated that the reservoir would not go into the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. The insulin pump alarmed during the prime test due to faulty force sensor. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.